Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 10 minutes after starting treatment with a polyflux 140h, the patient experienced chest tightness, palpitations, and dyspnea. The pulse rate increased from 80 to 89 beats per minute, respirations increased from 19 to 26 per minute, and the blood pressure increased from 102/61 mmhg to 124/67 mmhg. It was reported that the blood pressure was monitored and oxygen therapy was administered. The patient's symptoms were relieved and treatment was continued. No additional information is available.